Event description:
Pt reports receiving occlusion alarm 3 separate times tonight after cartridge change. Before contacting pharmacy pt changed out pump batteries, checked tubing (no kinks or anything that would obstruct flow of med found) & changed their site. Pt advised they did not change cartridge & tubing because they only have 1 cartridge remaining & wanted to exhaust all other options first. Rph advised they could try current cartridge on backup pump but if they received occlusion alarm, they would need to change out cartridge & tubing. Pt was able to pair backup pump & remote using current cartridge they are infusing on. Pt requested follow up in 30 minutes. Rph followed up & pt reports they received occlusion alarm on backup pump so changed tubing & cartridge. Pt reports pump has been running for 10 minutes without issue. Pharmacy will replace cartridge & tubing only. Unknown if cartridge & tubing available for return. Continuous infusion. Did reported product fault occur while in use with pt? Yes, did product issue cause or contribute to pt or clinical injury? No; did pharmacy replace product? Yes, did pt have backup product they were able to switch to? Yes, was pt able to successfully continue therapy? Yes, is therapy life-sustaining? Yes, what is the outcome of event? Resolved.